Event description:
Boston scientific received information that the patient with this product phoned complaining of puss at the pocket site and erosion. The patient was advised to contact their physician for follow up. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.